Event description:
Biopince device used for kidney biopsy. Customer states that multiple attempts were made to collect a sample which were unsuccessful. On the last attempt, customer states that the biopsy needle hit an artery causing excessive bleeding. Patient spent 2 days in the ICU recovering from the procedure.

Manufacturer narrative:
The device is unavailable for review from the customer. The lot number of the device is also unknown. We are unable to determine the specific root cause of the defect reported without the device or lot number for review. The defect of no sample has been determined an inherent risk to the device as the type of tissue being sampled, and the amount of blood that may wick into the cannula may affect the quality of the sample obtained by the device. For the needle to hit the artery the device would have been extended beyond the sample area. Processes and inspections are in place to ensure the risk of potential manufacturing defects is controlled. We will continue to monitor and trend.